Manufacturer narrative:
B3 - the date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. Following malfunctions were found during the investigation: - intensively worn of the tissue pad a root cause could not be identified. Based on the results of the investigation, it is likely the malfunctions were due to stress failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, sonicbeat 5 mm, 35 cm exhibited intensively worn tissue pad. There were no patient involvement.